Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2022, 1826 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted (lot no. D06928) for female sterilisation. The patient had a medical history of vaginal bleeding, dyspareunia, alcohol use, diverticulitis, right lower quadrant pain, menses irregular, lower abdominal pain, breast reduction, ovarian cystectomy and migraine. The patient had a family history of hypertension, arthritis and cholecystectomy. Concurrent conditions were listed as ovarian mass, pelvic pain female and abnormal uterine bleeding. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (robotic hysterectomy, bilateral salpingectomy and right oophorectomy done on (B)(6) 2022). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pregnancy test urine] on (B)(6) 2015: negative. [Ultrasound scan] on (B)(6) 2021: findings: the uterus measures 8.3 x 4.0x 5.2cm and contains 2 anechoic areas in the mid uterus measuring 3 x 3 x 5 mm and 6 x 5 x 5 mm. (Intrauterine device)iud is seen midline. The endometrium measures 4 mm in thickness. There are multiple anechoic structure seen in the cervix with the largest measuring 7 x 5 x 9 mm and 8 x 7 x 9 mim. The right ovary measures 2.3 x 1.5 x 2.2 cm and contains a 1.0 x 1.4 x 1.2 cm anechoic, nonvascular area within. The left ovary was obscured by bowel gas. There is no free fluid in the pelvis. No adnexal masses are identified. Impression: 2 uterine cystic area measuring upto 6 mm iud in place. Cervical nabothian cysts largest measuring 9 mrn left ovary not visualized due to bowel gas pattern. No adnexal masses right ovarian cyst measuring 1.4 cm. The most recent follow-up information incorporated above includes data received on: 29-sep-2023: medical record received. Lot number, lab data, medical history and reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2022, 1826 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of vaginal bleeding, dyspareunia, alcohol use, diverticulitis, right lower quadrant pain, menses irregular, lower abdominal pain, breast reduction, ovarian cystectomy and migraine. The patient had a family history of hypertension, arthritis and cholecystectomy. Concurrent conditions were listed as ovarian mass, pelvic pain female and abnormal uterine bleeding. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (robotic hysterectomy, bilateral salpingectomy and right oophorectomy done on (B)(6) 2022). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pregnancy test urine] on (B)(6) 2015: negative. [Ultrasound scan] on 30-dec-2021: findings: the uterus measures 8.3 x 4.0x 5.2cm and contains 2 anechoic areas in the mid uterus measuring 3 x 3 x 5 mm and 6 x 5 x 5 mm. (Intrauterine device)iud is seen midline. The endometrium measures 4 mm in thickness. There are multiple anechoic structure seen in the cervix with the largest measuring 7 x 5 x 9 mm and 8 x 7 x 9 mim. The right ovary measures 2.3 x 1.5 x 2.2 cm and contains a 1.0 x 1.4 x 1.2 cm anechoic, nonvascular area within. The left ovary was obscured by bowel gas. There is no free fluid in the pelvis. No adnexal masses are identified. Impression: 2 uterine cystic area measuring upto 6 mm iud in place. Cervical nabothian cysts largest measuring 9 mrn left ovary not visualized due to bowel gas pattern. No adnexal masses right ovarian cyst measuring 1.4 cm. According to bayer qa, the lot number d06928 is invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 01-jan-2024: quality safety evaluation of ptc. We received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.